Manufacturer narrative:
An event regarding femoral component malposition resulting in patella tracking and instability issues involving a gmrs distal femur was reported. The event was confirmed. Method & results:-device evaluation and results: not performed as the components were not returned.-medical records received and evaluation: femoral component malrotation as principal factor in combination with muscular atrophyand soft tissue damage after segmental resection for bone tumor as secondary factor have contributed to patellar tracking problems requiring revision surgery.conclusions: based on the medical review provided femoral component malrotation, as principal factor, in combination with muscular atrophy and soft tissue damage after segmental resection for bone tumor have contributed to patellar tracking problems requiring revision surgery. It must also be noted that it would appear from the information provided that the reported femoral component and modified extension piece were re-implanted which is condsidered off-label.no further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened

Event description:
Surgeon revised patients' left knee due to patella tracking and instability. Unsure of date/location of prior surgery. During surgery surgeon took off femoral component with extension piece attached and proceeded to cut extension piece with a high speed saw in order to adjust the rotation of the femur.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Surgeon revised patients' left knee due to patella tracking and instability. Unsure of date/location of prior surgery. During surgery surgeon took off femoral component with extension piece attached and proceeded to cut extension piece with a high speed saw in order to adjust the rotation of the femur.